Event description:
A non-healthcare professional reported with a description of a lens with a defective haptic was identified, making implantation impossible. No harm was caused to the patient, as a backup lens was used. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).